Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the battery drive casing opens without pressing the knob. No further information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. The complained article was sent to our product development center. It was established, that the release button does not function, it clamps on the lower position. That is because the drilling of the button was too narrow which clamped the button. A corrective action to avoid such problems was already initiated from our side. The article was not manufactured according to our specifications.